Event description:
It was reported to medtronic minimed that the customer experienced the stuck button error, change sensor alert, an insulin pump adjustment, and high blood glucose. The customer reported blood glucose values of 320 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-397a, mmt-332a, mmt-7040a, and mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. Unit was programmed with test transmitter link (link 3 gl3). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No transmitter anomalies were noted. Pump pair device feature connection is working properly. Unit was downloaded successfully using thump software. Stuck button alarm recorded in the history/trace files on (B)(6) 2024 at 05:46:46.000. No unexpected power alarms or unexpected battery alerts were found in the history files on or near the event date. All buttons were tested while navigating the menus, and they all worked properly. The keypad overlay was removed to perform visual inspection and found no physical or moisture damage. Unit was cut open and performed a visual inspection of electronic assembly, connectors and motor assembly. Per visual inspection, no moisture damage was noted and unit was tested successfully. P-cap locked in place properly during testing. Unit received with scratched case. In conclusion, customer allegations for stuck button alarm and no communication between pump, sensor and transmitter were not confirmed during testing. Unit tested successfully. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.